Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a leadless implantable pulse generator (ipg), the thresholds value increased right after the implant. Therefore the physician decided to explant the leadless ipg and replace it with a transvenous pacing system. No patient complications have been reported as a result of this event.